Event description:
It was reported that the device reached elective replacement indicator (eri) after less than four years and it was reported as "short eri". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 78% of expected longevity, with battery at 98% on the depletion curve, equaling 80% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076, implantable pacing lead, (B)(6) 2009. A 6947, implantable defibrillation lead,(B)(6 ) 2009. (B)(4).